Event description:
It was reported that the autopulse li-ion battery shows a fault in the charger. However, the battery will show a couple of bars but is not disabled by the charger. This is seen in both charger bays. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.